Event description:
The doctor indicated that the deltaplush coils would not deploy. The coils were introduced into the aneurysm but would not detach. Coils were removed and replaced and the procedure was completed with no harm to patient.

Manufacturer narrative:
The dcb and the connecting cables were not returned. The sl-10 microcatheter was not returned. Located 36.0cm off the distal tip of the green introducer, the damaged coil protrudes outside the sheath for 1.5cm. No mechanical sheath damage was found. The coil was unraveled out of the soldered section. Excessive force is required. The detachment fiber did not receive heat and melt. Ultrasonic testing to only the resistive heating coil, changed the static resistance from 0.0 ohms to a still out of specification floating resistance >25.60 ohms. Upon removal from the ultrasonic the resistance went back to a still out of specification reading of 0.0 ohms. The coil was returned severely damaged. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils nondetachment was due to a fractured solder joint inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components had any additional contributing factors to the complaint event. It was not stated that there was a predeployment electrical check performed prior to use. If there was not an electrical check prior to use; then for optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable; turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section; located near the end of this document; before proceeding.¿the protrusion of the coil out of the sheath appears unrelated to the complaint event. This damage was most likely cause by distal interference of an unknown origin. The circumstances of how this protrusion occurred by the coil cannot be determined. Based on the information and the analysis, the event was confirmed, however, the circumstances that caused the damage could not be established. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.